Manufacturer narrative:
Stryker performed an initial evaluation on the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that that their device did not provide defibrillation energy. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customer's device and was unable to verify the reported issue. After proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. No root cause of the reported issue has been established.

Event description:
The customer contacted stryker to report that that their device did not provide defibrillation energy. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.